Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4). Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain via a manufacturer representative. It was reported that the patient had one blister and their skin was discolored like a burn after recharging. It was reported that the blister and discoloration were a chemical burn that was caused by the patient switching bath soaps. The date that the blister/chemical burn began remains unknown. The patient reported that they saw an over-temperature error on the ins recharger. The patient was told to try shorter and more frequent charging sessions. No further complications are anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider. The patient was seen by the health care provider on (B)(6) 2017. The patient presented for a scheduled visit for reprogramming of her stimulator. She was having a burning/stinging sensation from her stimulator on the skin over her battery pack. It was reported that the patient had pain in the lower back, right hip, leg, and foot, and in the hands and thumbs. The pain at the time of the appointment was a 6 out of 10 and the patient¿s average was a 6 out of 10. The patient reported that overall, the pain levels were stable, but high. The patient had recently changed soaps and has fairly sensitive skin. She then placed her battery recharger over the battery and charged for 3 or 4 hours straight. The area became very red and it looks as if it might haveeven blistered. The blister then on rough, and it changed to a scab with what appeared to be some redness and bruising around the site. The patient never reported that the area got hot while the unit was charging. The health care provider did not feel that it was a temperature related burn, but that it may have been some sort of chemical or chemical reaction burn. It was recommended to the patient to not charge her unit again until the area had completely healed, and to change back to her original soap. It was also recommended that the patient not charge her unit for such long periods of time at any given setting, and to try charging periods of 20-30 minutes. There were no further complications reported or anticipated.